Event description:
The complainant reported an over-delivery. The feeding amount hung was 1500ml at a set rate of 30ml/hr to be delivered over 24 hrs, which would total 720ml of feed. However, the actual amount delivered was 1200ml in 12 hrs per visual assessment.

Manufacturer narrative:
(B)(4) the device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.